Manufacturer narrative:
One smiths medical cadd solis pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that defective downstream occlusion (dso) sensor was the cause of the reported issue. Service will replace the dso to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis pump exhibited cassette not attached alarm. No adverse effects were reported.